Event description:
It was reported that the insulin pump goes blank during a bolus. The blood glucose reading was 11 mmol/l. The display returned with a battery change and alarmed for a battery out limit. The insulin pump had not been dropped or bumped or exposed to a strong magnetic field. The blood glucose reading is high when customer noticed that the screen was blank. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. No blank display and no unexpected off no power alarm noted. The device was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.